Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were cooling a patient to 33.5c in an arctic sun device. The patient did not seem to be cooling, patient temperature (pt) was stalled at 34.5c. Nurse stated that the water temperature was not getting any colder, it was 11-12c. Explained the device was working appropriately and was making extremely cold water. The coldest the water could get for neonate settings was 10c. The water could not get any colder. Informed nurse it appeared to be patient related. Confirmed arctic gel pad was tacoed around baby, nothing between the pad and baby's skin. Confirmed with nurse the patient was moving around a little. Discussed heat generation with movement. Discussed counter warming. Suggested nurse to check their protocol and consult the provider for recommendations.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error but which is still within the allowable water temperature range. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. Per s03fa211 rev. 21, the latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were cooling a patient to 33.5 c in an arctic sun device. The patient did not seem to be cooling, patient temperature (pt) was stalled at 34.5 c. Nurse stated that the water temperature was not getting any colder, it was 11-12 c. Explained the device was working appropriately and was making extremely cold water. The coldest the water could get for neonate settings was 10 c. The water could not get any colder. Informed nurse it appeared to be patient related. Confirmed arctic gel pad was tacoed around baby, nothing between the pad and baby's skin. Confirmed with nurse the patient was moving around a little. Discussed heat generation with movement. Discussed counter warming. Suggested nurse to check their protocol and consult the provider for recommendations.